Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump alarmed for a button error and that a button may have been pressed for over 3 minutes. The blood glucose reading was 480 mg/dl. Nothing further was reported.